Event description:
It was reported that the device was received with note saying not working cannot program alarms with tubing air when turned on. They did a full pm with these results occlusion pass with a 8.57flow rate pass with a 12.15 pass pm test with no problems. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.